Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual issues"). The patient was treated with surgery (left salpingectomy). The reporter considered fallopian tube perforation and menstrual disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device, perforation (fallopian tube(s)): left side/failure to occlude fallopian tube"), device dislocation ("essure device location of device: failed correct position on essure procedure, migration of essure device location of device: migrated to right fallopian tube") and genital haemorrhage ("excessive bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 20227508, 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity and fibromyalgia. Concomitant products included nsaid's since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 4 years 1 month after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"), headache ("headaches"), bladder neoplasm ("bladder or urinary problems or changes: bladder lesion") and stress urinary incontinence ("bladder or urinary problems or changes: urinary stress incontinence"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune arthritis ("autoimmune disorder type of disorder: athritis worsening-fast progression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), arthralgia ("pain, knee, elbow,joints") and musculoskeletal pain ("pain, shoulder"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen), surgery (laparoscopic left partial salpingectomy). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety, autoimmune arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune arthritis, bladder neoplasm, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, stress urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy in insertion date: (B)(6) 2010(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: device was successfully occluded pregnancy test urine - on (B)(6) 2010: negative. On an unknown date, screening mammogram showed there are scattered areas of fibro glandular density. Middle and posterior thirds only in the craniocaudally projection. Spot compression views and possibly sonography are recommended for further evaluation. No masses or malignant type calcifications are identified in the right breast. Impression: asymmetry, left breast. Need additional imaging evaluation. The patient will be contacted for this and a supplementary report will follow. No specific mammographic evidence of malignancy, right breast. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, urinary stress incontinence, bladder neoplasm, menorrhagia. Lot numbers and exp/mfg dates lot number: 20227508 man date: 2009-11, exp date: 2012-11. Lot number: 674117 man date: 2009-09, exp date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device, perforation (fallopian tube(s)): left side/failure to occlude fallopian tube'), device dislocation ('essure device location of device: failed correct position on essure procedure, migration of essure device location of device: migrated to right fallopian tube') and embedded device ('essure coil within the myometrium') in a 40-year-old female patient who had essure (ess205) (batch no. 20227508, 674117, 3422158) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cyst and fibromyalgia. On an unknown date, screening mammogram showed there are scattered areas of fibro glandular density. Middle and posterior thirds only in the craniocaudally projection. Spot compression views and possibly sonography are recommended for further evaluation. No masses or malignant type calcifications are identified in the right breast. Impression: asymmetry, left breast. Need additional imaging evaluation. The patient will be contacted for this and a supplementary report will follow. No specific mammographic evidence of malignancy, right breast. Concurrent conditions included obesity and fibromyalgia. Concomitant products included nsaids since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure (ess205). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"), headache ("headaches") and stress urinary incontinence ("bladder or urinary problems or changes: urinary stress incontinence") and was found to have bladder neoplasm ("bladder or urinary problems or changes: bladder lesion"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune arthritis ("autoimmune disorder type of disorder: arthritis worsening-fast progression"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual issues"), painful joints ("pain, knee, elbow,joints"), shoulder pain ("pain, shoulder") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic left partial salpingectomy and total laparoscopic hysterectomy, bilateral oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, genital haemorrhage, vaginal haemorrhage, depression, anxiety, autoimmune arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, painful joints, shoulder pain and post procedural complication outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, autoimmune arthritis, bladder neoplasm, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, painful joints, post procedural complication, stress urinary incontinence, vaginal haemorrhage and shoulder pain to be related to essure (ess205). The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy in insertion date: (B)(6) 2010 (as per mr). Patient received treatment pain , bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2010: results: negative. Diagnostic results: concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, urinary stress incontinence, bladder neoplasm, menorrhagia. Lot number: 20227508, manufacture date: 2009-11, expiration date:2012-11. Lot number: 674117, manufacture date: 2009-09, expiration date:2012-09. Lot number: 3422158, expiration date: mar2012. Most recent follow-up information incorporated above includes: on 15-mar-2021: mr received. Reporter information, patient medical history, lot number, expiration date, event: essure coil within the myometrium added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device, perforation (fallopian tube(s)): left side/failure to occlude fallopian tube'), device dislocation ('essure device location of device: failed correct position on essure procedure, migration of essure device location of device: migrated to right fallopian tube') and embedded device ('essure coil within the myometrium') in a 40-year-old female patient who had essure (ess205) (batch no. 3422158-inv,20227508, 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cyst and fibromyalgia. On an unknown date, screening mammogram showed there are scattered areas of fibro glandular density. Middle and posterior thirds only in the craniocaudally projection. Spot compression views and possibly sonography are recommended for further evaluation. No masses or malignant type calcifications are identified in the right breast. Impression: asymmetry, left breast. Need additional imaging evaluation. The patient will be contacted for this and a supplementary report will follow. No specific mammographic evidence of malignancy, right breast. Concurrent conditions included obesity and fibromyalgia. Concomitant products included nsaids since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure (ess205). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"), headache ("headaches") and stress urinary incontinence ("bladder or urinary problems or changes: urinary stress incontinence") and was found to have bladder neoplasm ("bladder or urinary problems or changes: bladder lesion"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune arthritis ("autoimmune disorder type of disorder: athritis worsening-fast progression"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual issues"), painful joints ("pain, knee, elbow,joints"), shoulder pain ("pain, shoulder") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic left partial salpingectomy and total laparoscopic hysterectomy, bilateral oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, genital haemorrhage, vaginal haemorrhage, depression, anxiety, autoimmune arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, painful joints, shoulder pain and post procedural complication outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, autoimmune arthritis, bladder neoplasm, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, painful joints, post procedural complication, stress urinary incontinence, vaginal haemorrhage and shoulder pain to be related to essure (ess205). The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy in insertion date: (B)(6) 2010(as per mr) patient received treatment pain , bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2010: results: negative. Diagnostic results: concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, urinary stress incontinence, bladder neoplasm, menorrhagia lot number: 20227508 manufacture date: 2009-11 expiration date:2012-11. Lot number: 674117 manufacture date: 2009-09 expiration date:2012-09. Lot number reported (3422158 ) is not valid. Most recent follow-up information incorporated above includes: on 22-mar-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device, perforation (fallopian tube(s)): left side/failure to occlude fallopian tube"), device dislocation ("essure device location of device: failed correct position on essure procedure, migration of essure device location of device: migrated to right fallopian tube") and genital haemorrhage ("excessive bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 20227508, 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity and fibromyalgia. Concomitant products included nsaid's since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 4 years 1 month after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"), headache ("headaches"), bladder neoplasm ("bladder or urinary problems or changes: bladder lesion") and stress urinary incontinence ("bladder or urinary problems or changes: urinary stress incontinence"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and arthritis ("autoimmune disorder type of disorder: arthritis worsening-fast progression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), arthralgia ("pain, knee, elbow,joints") and musculoskeletal pain ("pain, shoulder"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic left partial salpingectomy). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety, arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered anxiety, arthralgia, arthritis, bladder neoplasm, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, stress urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy in insertion date: (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: device was successfully occluded. Pregnancy test urine - on (B)(6) 2010: negative. On an unknown date, screening mammogram showed there are scattered areas of fibro glandular density. Middle and posterior thirds only in the craniocaudally projection. Spot compression views and possibly sonography are recommended for further evaluation. No masses or malignant type calcifications are identified in the right breast. Impression: asymmetry, left breast. Need additional imaging evaluation. The patient will be contacted for this and a supplementary report will follow. No specific mammographic evidence of malignancy, right breast. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, urinary stress incontinence, bladder neoplasm, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product indication added and lot no. Received. New events device dislocation, menorrhagia, vaginal haemorrhage, genital haemorrhage, depression, anxiety, arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, arthralgia and musculoskeletal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device, perforation (fallopian tube(s)): left side / failure to occlude fallopian tube') and device dislocation ('essure device location of device: failed correct position on essure procedure, migration of essure device location of device: migrated to right fallopian tube') in a 40-year-old female patient who had essure (ess205) (batch no: 20227508, 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included obesity and fibromyalgia. Concomitant products included nsaids since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure (ess205). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), headache ("headaches") and stress urinary incontinence ("bladder or urinary problems or changes: urinary stress incontinence") and was found to have bladder neoplasm ("bladder or urinary problems or changes: bladder lesion"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune arthritis ("autoimmune disorder type of disorder: athritis worsening-fast progression"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual issues"), arthralgia ("pain, knee, elbow, joints"), musculoskeletal pain ("pain, shoulder") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic left partial salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, depression, anxiety, autoimmune arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, arthralgia, musculoskeletal pain and post procedural complication outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, arthralgia, autoimmune arthritis, bladder neoplasm, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, post procedural complication, stress urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy in insertion date: on (B)(6) 2010 (as per mr). Patient received treatment pain , bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: device was successfully occluded. Pregnancy test urine: on (B)(6) 2010: results: negative. Diagnostic results: on an unknown date, screening mammogram showed there are scattered areas of fibro glandular density. Middle and posterior thirds only in the craniocaudally projection. Spot compression views and possibly sonography are recommended for further evaluation. No masses or malignant type calcifications are identified in the right breast. Impression: asymmetry, left breast. Need additional imaging evaluation. The patient will be contacted for this and a supplementary report will follow. No specific mammographic evidence of malignancy, right breast. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, urinary stress incontinence, bladder neoplasm, menorrhagia. Lot numbers and exp/mfg dates. Lot number: 20227508, man date: 2009-11, exp date: 2012-11. Lot number: 674117, man date: 2009-09, exp date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event outcome were updated to recovered: menorrhagia. Event: post removal complication were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device, perforation (fallopian tube(s)): left side/failure to occlude fallopian tube') and device dislocation ('essure device location of device: failed correct position on essure procedure, migration of essure device location of device: migrated to right fallopian tube') in a 40-year-old female patient who had essure (ess205) (batch no. 20227508, 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included obesity and fibromyalgia. Concomitant products included nsaids since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure (ess205). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"), headache ("headaches") and stress urinary incontinence ("bladder or urinary problems or changes: urinary stress incontinence") and was found to have bladder neoplasm ("bladder or urinary problems or changes: bladder lesion"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune arthritis ("autoimmune disorder type of disorder: athritis worsening-fast progression"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual issues"), arthralgia ("pain, knee, elbow,joints"), musculoskeletal pain ("pain, shoulder") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic left partial salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, depression, anxiety, autoimmune arthritis, migraine, headache, bladder neoplasm, stress urinary incontinence, fatigue, arthralgia, musculoskeletal pain and post procedural complication outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, arthralgia, autoimmune arthritis, bladder neoplasm, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, post procedural complication, stress urinary incontinence and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Discrepancy in insertion date: (B)(6) 2010(as per mr) patient received treatment pain , bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2010: results: negative.. Diagnostic results: on an unknown date, screening mammogram showed there are scattered areas of fibro glandular density. Middle and posterior thirds only in the craniocaudally projection. Spot compression views and possibly sonography are recommended for further evaluation. No masses or malignant type calcifications are identified in the right breast. Impression: asymmetry, left breast. Need additional imaging evaluation. The patient will be contacted for this and a supplementary report will follow. No specific mammographic evidence of malignancy, right breast. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, urinary stress incontinence, bladder neoplasm, menorrhagia lot number: 20227508 manufacture date: 2009-11 expiration date:2012-11 lot number: 674117 manufacture date: 2009-09 expiration date:2012-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..